Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the patient¿s presented in clinic for follow-up. It was noted that the cardiac resynchronization therapy defibrillator was at elective replacement indicator. Premature battery depletion was suspected. The patient did not experience adverse consequences due to the event. The device was explanted and replaced with a competitor product. The patient was stable post procedure.